Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating the patient also experienced deflation of the implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/22/2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the device was visually inspected and it was found with no apparent damage. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Concomitant medical products: saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african-american female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 350cc breast implant and experienced capsular contracture baker grade unknown on the right side. Capsular contracture was confirmed via physical exam. As a result, the patient underwent removal on (B)(6) 2019.